Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented for an initial pacemaker implant. During procedure, the right atrial lead exhibited loss of sensing and loss of capture after the lead was screwed in. Multiple sites were tried within the right atrium, but results remained the same. The lead was extracted. The patient was in stable condition.